Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was readmitted due to suspected pump thrombosis. The patient rec'd a pump exchange on (B)(6) 2014 for suspected thrombus.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned pump. Vad-7980 was returned assembled with the percutaneous lead severed approximately 4" from the pump housing. The sealed inflow conduit was returned attached to the inlet port. The severed portion of the lead and the sealed outflow graft and bend relief were not returned for evaluation. Examination of the inflow conduit showed a tissue-like deposition surrounding the opening. Although this deposition was adhered and appeared to form in this location while the pump was operating, a specific cause for its development cannot be conclusively determined. Examination of the body of the pump showed a denatured thrombus was present in the outlet stator, surrounding the bearing ball. Although its origins cannot be conclusively determined, its structure indicates that it did not develop in this location. However, the denatured area of the thrombus indicates it was present while the pump was operating. He pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.